Event description:
Consumer complaint of about blood result reading "lo". The customer states that his expected blood glucose range is usually between 100mg/dl-120mg/dl. Performed back to back blood test with results of 54mg/dl and 24mg/dl. Reviewed the last five blood glucose results in the meters memory (the meter was not setup with the correct date and time): on (B)(6) 2014 at 04:06am- 34mg/dl; on (B)(6) 2014 at 03:00pm- "lo"; on (B)(6) 2014 at 10:43pm- 119mg/dl; on (B)(6) 2014 at 10:39pm- 33mg/dl; on (B)(6) 2014 at 10:43pm- "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/17/2014).